Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's drive support cap came out. The customer has been in the hospital after giving birth and experienced a diabetic ketoacidosis after being off the insulin pump. Customer's blood glucose level was not reported. The device was not returned.